Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software suspended insulin incorrectly. Customer's blood glucose level ranged between 400-500 mg/dl which was addressed by administering a manual injection and changing infusion set site. Reportedly, the customer continued to use the pump for insulin therapy. Tandem technical support reviewed pump data and confirmed that the pump did not suspend insulin delivery.